Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: catalog number:010000885 lot number:6509413 brand name:g7 10 deg e1 liner 32mm b. Catalog number:010000885 lot number:6489091 brand name:g7 10 deg e1 liner 32mm b. Catalog number:010000660 lot number:6593997 brand name:g7 pps ltd acet shell 46b. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03860. 0001825034-2020-03861. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial cup arthroplasty, the liner would not assemble into the cup. A second liner was used and it also would not assemble with the cup. This lead the surgeon to try hard to insert which resulted in acetabulum fracture. The surgery was completed with an alternative larger cup and liner with a 2 hours delay. Additional information on the reported event is unavailable.